Event description:
It was reported that a one-link catheter extension set did not flow. It was not specified when in the process this occurred. The reporter stated that the one-link device was removed from the setup to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.